Event description:
It has been reported to philips that select boot device message appears at startup. The system was outside of clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) selected the hard drive disk which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system displayed select boot device message was at the startup. Review of log file confirmed the reported malfunction. However, the rse confirmed the details for selecting the boot device on the bios (built in operating software) screen at the startup and found that there were no problems. The rse was able to select the hdd, boot it up, and use it. The system was working as intended without any issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.